Event description:
Loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head on their oral-b professional care electric toothbrush kept coming loose. No injury was reported. (B)(6) 2023 case update: the suspect product lot was 1278786000. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
25-may-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head on their oral-b professional care electric toothbrush kept coming loose. No injury was reported. 20-apr-2023 case update: the suspect product lot was 1278786000. No injury was reported. 11-may-2023 case update from information initially received on 20-apr-2023: the suspect product was oral-b power power oral care refills precision clean eb20 brush set 8ct. No injury was reported. 25-may-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3766. The concomitant product was confirmed to be oral-b power power oral care refills precision clean eb20 brush set 8ct. No injury was reported.